Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving angioplasty of a stenosed lesion within the external iliac artery, an advance 35 lp low profile balloon catheter¿s balloon ruptured upon the second inflation within a stent, and the device separated into two pieces. The patient had peripheral artery disease and very calcified anatomy. An unspecified sheath and unknown inflation device were used during the procedure. Reportedly, the balloon was inflated in one portion of the stent, then deflated, moved, and re-inflated within the stent, at which point the balloon ruptured at an unknown pressure and blood was noted in the inflation device. Per the reporter, it ¿appears¿ that the balloon ruptured circumferentially; however, the reporter was not sure. Contralateral access was obtained, and the balloon fragment was captured with a snare and removed from the patient. Reportedly, a radiopaque marker remained in the patient¿s right common femoral or profunda femoris artery. The patient did not experience any adverse effects due to this event. Corrected information: d4, h6 (annex a). Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation. The catheter material was separated, approximately 76-centimeters from the distal end of the strain relief, and the separated catheter was bunched/accordioned. The balloon was separated into two pieces. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device; however, the affected product was scrapped. A review of complaint history found no additional relevant complaints for this lot number. The product IFU warns ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert.¿ the IFU cautions ¿the catheter is not intended for the delivery of stents.¿ the IFU also states ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, the non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event. The user reported that the balloon ruptured upon the second inflation within a stent, and the anatomy was stenosed and very calcified. It is possible that the balloon was punctured by sharp calcium. It is unclear when exactly the balloon and catheter separated; however, it is possible that the balloon became caught on calcium and/or the stent. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - name: (B)(6). Street: 1 (B)(6). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angioplasty of a stenosed lesion within the external iliac artery, an advance 35 lp low profile balloon catheter¿s balloon ruptured upon the second inflation within a stent, and the device separated into two pieces. The patient had peripheral artery disease and very calcified anatomy. An unspecified sheath and unknown inflation device were used during the procedure. Reportedly, the balloon was inflated in one portion of the stent, then deflated, moved, and re-inflated within the stent, at which point the balloon ruptured at an unknown pressure and blood was noted in the inflation device. Per the reporter, it ¿appears¿ that the balloon ruptured circumferentially; however, the reporter was not sure. Contralateral access was obtained, and the balloon fragment was captured with a snare and removed from the patient. Reportedly, a radiopaque marker remained in the patient¿s right common femoral or profunda femoris artery. The patient did not experience any adverse effects due to this event.